Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated that device did not work and could not get it to work. They have adjusted it and changed programs many times and just did not work. Patient stated was at doctor yesterday and talking more about removing, etc. Patient stated that it worked just a couple weeks. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.